Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was broken. Dimensional inspection observed the side car rx was pushed back approximately 1.5 mm which is out of specification. The reported event of handle cannula break is confirmed. Based on all available information, it is possible that an excess of force was applied during the procedure, inducing an excess of tension over the cannula causing it to break. The manipulation, technique, or patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, while opening the basket, the handle cannula was torqued and broke. There was no stone inside the basket when the handle cannula broke. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, while opening the basket, the handle cannula was torqued and broke. There was no stone inside the basket when the handle cannula broke. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.